Manufacturer narrative:
Returned product microbiology testing: bioburden test was performed on the returned product. The test result was below 1 cfu/5ml, which means no microorganisms were identified in the tested solution. Chemical test of the returned product of revitalens ocutec was completed. The sample met the following specifications: appearance, ph, osmolality, polyquad-1, alexidine, disodium edetate and tetronic 904. Retain sample microbiology testing: sterility test was performed on retained product of lot aa05036 (formula 9608x). No microorganism was detected, the result was within the specification. Chemical test of the retained product was completed. The sample met the following specifications: appearance, ph, osmolality, polyquad-1, alexidine, disodium edetate and tetronic 904. The manufacturing batch records of the revitalens ocutec were reviewed. The production processes were found acceptable. There were no non-conforming materials reports, or process/material changes associated with lot aa05036. There was no non-conformance reported for this lot. In conclusion, lot aa05036 was deemed acceptable for release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a doctor that he has a (B)(6) daily wear 30-day disposable (biofinity spheres) patient that came in yesterday with pain, light sensitivity and excessive tearing, along with redness in her left eye which began late the day before. Patient uses revitalens faithfully and swears she does not sleep in her contact lenses. The doctor is certain that she is being truthful. When asked, she denied topping off her lens case with revitalens claiming that while she doesn't actually clean or rinse out the case, she does dump out the old solution each day and replaces it with new. Slit lamp examination revealed a small (1mm), peripheral (not marginal and not merely an infiltrate) oval-shaped corneal ulcer. There was no anterior chamber reaction evident. Doctor prescribed ofloxacin drops for use every 30 minutes while awake and every 4 to 6 hours after retiring. Doctor did not do smears, scraping or cultures and sensitivities but asked her to hang on to the bottle she's been using along with the lens case and contact lenses she'd been wearing. Doctor will be seeing this patient this afternoon and will provide an updated on how his patient is doing.

Manufacturer narrative:
The initial MDR did not include the alternative report identification number: alternative report identification number: (B)(4). All pertinent information available to abbott medical optics has been submitted.